Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting, that the aspirate probe peristaltic pump tubing appeared worn. The fse replaced the aspirate probe peristaltic pump tubing and noted that the evacuation of liquid from the aspirate probes were within specification. The fse validated the repair with a passing system check and quality control run. In conclusion, the aspirate pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to non-reproducible results. (B)(4).

Event description:
The customer reported obtaining failing calibrations for laboratory's dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient results released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control information was not provided for this event. The customer ran a system check routine which failed to meet specifications. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.